Event description:
In 2005, the pt contacted lifescan alleging that his fast take meter was reading inaccurately erratic. The pt obtained results of 55 and 134 mg/dl on the reported meter within 10 minutes of each other; these readings were not precise. The pt received no medical attention. The customer care rep (ccr) walked the pt through one control solution that fell outside of specs. A second control solution test could not be completed because the meter continued to display the error 4 message. The meter, test strips, and control solution were replaced.